Manufacturer narrative:
Device not returned for analysis.

Event description:
The device was used during a hernia repair procedure. It was reported by the affiliate that the device jammed after the fourth staple. There was no patient consequence.